Event description:
Smiths medical another country has reported that they were notified of an event of an incident alleging that when they inserted the spinal needle it broke in the pt. The needle was surgical removed and no adverse outcome reported.